Event description:
It is reported that the pt is experiencing right hip pain and lack of bone in-growth.

Manufacturer narrative:
Information was received from a consumer who is not required to complete form 3500a. Evaluation summary: exact implant dates have not been provided, however, x-rays were rec'd in which tha is first seen on (B)(6) 2008. It appears that a ml taper with kinectiv stem/neck has been utilized on the femoral side. Component placement looks acceptable. X-rays dated (B)(6) 2013 show a definite shadow on the acetabular component. No surgical notes or office visit notes have been provided. In general, patient factors that may affect the performance of the components include: age, bone quality, height/weight, activity level, type of activity (low impact vs. High impact) , and relevant medical history. Rehabilitation protocol and adherence thereto is unknown. Cause cannot be definitively determined. Evaluation: review of the device history records was not possible as the product and/or lot numbers required for retrieval were unavailable. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the available information, the need for corrective action is not indicated. Should additional substantive information be received, the complaint will be reopened.